Event description:
A malfunction was reported on the pump, specifically displaying malf 3, and issues did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer used mdi as backup therapy for insulin delivery. Tandem technical support decided to replace the pump, confirmed the shipping address, and provided instructions for putting the pump into storage mode. The customer understood and acknowledged the instructions, agreeing to return the malfunctioning pump within 10 days using a supplied pre-paid label.